Event description:
Manufactures ref: #(B)(4).

Manufacturer narrative:
It was reported that alarms for gas supply pressure low and apnea were generated when the ventilator was removed from wall gas supply and connected to cylinder gas supply. Provided ventilator logs were reviewed. Several alarms were generated indicating a leakage in the patient breathing circuit or a disconnect situation; pressure delivery restricted, expiratory minute volume low, peep low, respiratory rate low, check tubing, air supply pressure low, airway pressure high, respiratory rate high, o2 concentration high and patient circuit disconnected. Our field service engineer investigated the ventilator on site. A pre-use check was performed and there were no associated technical alarms. It was suspected that the o2 cylinder valve was not fully open and that the ventilator could not provide the required ventilatory support. No further issues have been reported. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that alarms for gas supply pressure low and apnea were generated when the ventilator was removed from wall gas supply and connected to cylinder gas supply. There was no patient harm. Manufacturer's reference #: (B)(4).